Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor, which prevented normal sensor operation. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance from technical support, and successfully restarted sensor session, and no further cgm error was reported; no device return was planned and no additional follow-up information was available.